Event description:
The patient was having a laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy. The anesthesiologist reported that each time the gyrus acmi pks cutting forceps was activated that the patient's heart stopped. After it occurred twice the instrument and machine were removed and another set up was brought to the room. Anesthesiologist reported that the heart stopped in spite of giving glycopyrrolate 1cc IV. He observed this cardiac effect on the monitor for only a few beats and instructed the surgeon to stop. The heart beat returned immediately.